Manufacturer narrative:
(B)(4). Concomitant medical products: cps nut co-cr-mo alloy, item# 178512, lot# 609460; cps sm sht spdl w pins 400lbf, item# 178365, lot# 036750; oss reinforced yoke, item# 150493, lot# 061650; suturatrice 360lx test.rot.50r, item# 529150, lot# 010370; cps centering sleeve 19mm, item# 178541, lot# 484310; unknown bearing, item# unknown, lot# 721520; unknown poly sleeve, quantity: 3; unknown poly pin, quantity: 1. Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty and subsequently the patient was revised due to implant fracture. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed as visual inspection of the returned device. The anchor plug shows that the shaft has fractured off. The fractured piece is still attached to the spindle. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.